Event description:
The dealer states a weld has broken at the back cane but is not sure on what side.(B)(6) 2014 dealer (B)(4) called back and advised right side is broken and provided pictures. Dealer advised will call back.